Event description:
The company was informed that during the implant surgery, the pt experienced a mild csf leak.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The csf leak was corrected and the pt was successfully implanted. This is the final report.